Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. A variable and large amplitude signal on the v sense amp intermittently following qrs complexes were noted. Patient was asymptomatic. Patient was presented to the hospital for lead revision but was found to have a venous occlusion. Programming changes were made, and revision is planned.